Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing extension set was damaged. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that I have 3 examples, but most of the box has been bad. The product leaks at the filter. Most of the filters seem to have a crack in them. The shipping box has no damage.

Manufacturer narrative:
The customer reported filter leakage, and returned 3 samples of material 20350e, lot 24039252. Upon initial visual examination, the set verified the complaint of component damage with the filter cracks. One filter was cracked along the entire length of the component, and sprayed leakage out of it. The three filters were forwarded to the supplier of the component for further analysis. The supplier of the filter confirmed the failure, while also confirming the filters were leaking from the air vent. The air vent leakage is an indication that end user drugs/solutions used within the filter compromised the functionality. The supplier confirmed the leakage was due to two things, the bar welds holding the two halves of the filter together, and the air vent membrane. The two issues are both monitored by quality during manufacturing and no issues were found, so the supplier finds that the issues were not related to their process. The two issues are most likely related, as a leak or problem with the air vent membrane would allow pressure to build within the filter, causing the bar weld in the filter to crack open and leak. The root cause for the leakage issue is unknown. Device history record review for model 20350e lot number 24039252 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.